Event description:
It was reported by the risk manager at the hospital (B)(6), that during the surgery, the surgeon noticed that the set screw was missing from the packaging. It was further reported that another set screw (cat. 40030822s / lot k406034) has been implanted in order to finish the surgery. It was also reported that there was no adverse consequence for the patient. The nail mentioned below has been implanted and it won't be sent for investigation.

Manufacturer narrative:
No device to be evaluated. Additional information has been requested and if received, will be provided on a supplemental report.